Manufacturer narrative:
Evaluation of the returned smart coil revealed, offset coil winds on the embolization coil. If the introducer sheath is not properly aligned within the hub of the microcatheter prior to advancement, the embolization coil may take shape within the hub and resistance maybe encountered. Forceful advancement against this resistance will likely, result in offset coil wind. During the functional test, the smart coil was re-sheathed with a demonstration introducer sheath. However, the smart coil was unable to be advanced out of the introducer sheath, due to the offset coil winds. And no further functional testing could be performed. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed. And did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text: placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the posterior communicating artery (pcom) using penumbra smart coils (smart coils) and a non-penumbra microcatheter. During the procedure, the smart coil would not advance into the microcatheter. The physician then flushed the microcatheter and attempted to re-advance the smart coil; however, the same issue occurred. The physician also used a guidewire to check if the microcatheter was kinked and found no issues with the microcatheter. Therefore, the smart coil was not used. The procedure was completed using a new smart coil and the same microcatheter. There was no report of an adverse effect to the patient.